Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient stated that every time she gets close to a computer, computer monitor or cell phone, a "burning pain" comes from the device. When moving away from these objects, the pain "subsides." The device remains in use. No patient complications were reported as a result of this event.